Event description:
Medtronic received information via a journal article titled repair of rheumatic tricuspid valve disease: predictors of very long-term mortality and reoperation (the society of thoracic surgeons doi:10.1016/j.athoracsur.2010.03.105); that studied predictors of reoperation and late mortality in patients undergoing tricuspid valve repair for rheumatic disease. Of the entire study, outcomes were as follows: of the 277 patients who survived the operation, 106 required reoperation because of progression of rheumatic disease (n=49), early failure of mitral, aortic, or tricuspid valve repair in 10, structural deterioration of bioprosthesis (location not specified) in 30, prosthetic valve endocarditis in 5. There were 26 deaths among 106 patients undergoing reoperation and paravalvular leak in 12.

Manufacturer narrative:
Product analysis: literature event. No devices returned for analysis. Without the return of the product, no definitive conclusions can be made regarding the clinical observations. Conclusion: no serial numbers were obtained. Without the serial numbers, device history record review can be completed. Attempts to gather additional information from the literature article author were unsuccessful. If additional information is received at a later date, a supplemental report will be submitted. Unable to directly link the medtronic duran ring's used to the adverse patient effects including death noted in the article. Attempts to obtain additional information from the author/field were unsuccessful. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.